Manufacturer narrative:
Evaluation summary: the device was received by medtronic for evaluation. The distal tip was stubbed and flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. A number of distal stent segments were deformed with numerous raised struts. (B)(6).

Event description:
The physician intended to use a resolute integrity drug eluting stent. The device was removed from packaging per IFU and inspected with no issues noted. It is reported that resistance was encountered when advancing the device and the stent failed to cross the lesion. The lesion was situated in the lad, moderate tortuosity, severe calcification and 70-80% stenosis. The physician believes that the event was due to use of the device in difficult lesion. Morphology/anatomy. No patient injury reported. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. It was confirmed that the physician believes lesion morphology caused or contributed to the deformation.